Event description:
It was reported the patient never had therapeutic effect. As a result, the patient wanted the device to be explanted. Impedance testing as well as reprogramming and x-ray imaging was performed. Reprogramming has been performed several times with no success and the lead position was poor. The patient aborted perc lead implant, and when returned for the surgical lead, they were unable to place in the desired location due to scar tissue. They ended up placing off to the left when patient had right pain. They were unable to get adequate stimulation and were very frustrated with the stimulation and wanted it removed. The patient was receiving less than 50% therapy relief and the location of the issue was at the lead location. No appointment has been scheduled yet for explant. The patient¿s status at the time of the report was ¿alive ¿ no injury¿. If additional information regarding the patient¿s outcome becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).